Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 x 2, implantable pacing leads, (B)(6) 2003; 6949, implantable defibrillation lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the device reached premature battery depletion due to high thresholds on the left ventricular (lv) lead. The lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.